Event description:
Pt was undergoing a spinal block anesthesia procedure. Epidural needle advanced approx 4cm into the interspace until md felt the epidural needle was firmly affixed in the ligamentum flavum. Next, the 27 gauge sprotte needle was advanced through the tuohy epidural needle. At an estimated 5-10mm past the sprotte needle exiting the tuohy, the md felt a "loss of reistance", which he believed to be the intrathecal sac. The stylet was removed, but there was no free flow of csf. At this point, the stylet was replaced and the sprotte needle advanced to its full distance without any further change in sensation. At this point, the stylet was again removed and again no free flow of csf was observed. The glass syringe containing anesthetic was attached and the sprotte needle withdrawn while aspirating until the md believed it to be completely within the body of the tuohy needle. The md felt no untoward resistance. The syringe was disengaged and the stylet replaced. The tuohy needle was advanced 3-5mm until bony resistance was encountered. The entire assembly was then withdrawn. As the needle was being placed in the sharps container, the md noticed what appeared to be a fragment missing from the sprotte needle. CT scan revealed a 1.3cm foreign body bent in an l shape retained by the patient. A neurosurgery consult determined that surgical retrieval was not necessary. The packaging was not saved by the surgical team, and the needle not retrieved before the sharps box was emptied. This event was disclosed to the patient.